Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported an infection on the suture line of the device. The patient self-meditated the infection with iodine and did not report to any clinician. No further information available. This pacemaker is no longer in service. No additional adverse patient effects were reported.